Event description:
Device malfunction: none. Time of symptoms/ae: during and after procedure. Symptoms/ae: stroke. The following events were noted through a periodic article review. A retrospective study was performed to evaluate the survival and stroke rate after carotid artery stenting (cas) in medical high risk patients (mhr). Survival and stroke rates were compared after 196 cas procedures performed, of which 90 were mhr patients. Reportedly, for the entire cas population, during the immediate periprocedural period, there were three minor strokes and two major strokes. During the 30 days post-procedural period, there was one minor stroke. During the mean follow up of 23 months, 1 minor stroke occurred. The article lists the xact/emboshield and rx acculink/rx accunet systems along with other competitor stents and embolic protection devices (epd) used for the carotid procedures. The article does not correlate the reported patient outcomes to a stent or epd device (specific manufacturer not identified). Though requested, no additional information was provided.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: richard powell, md., et al; "medical high risk" designation is not associated with survival after carotid artery stenting. Journal of vascular surgery 2008; 47:356-62.